Event description:
It was reported that there was a decrease in impedance with low resistance. Unipolar impedance is higher than bipolar impedance. It was further reported that the unipolar impedance remains higher than bipolar impedance and there was noise on the lead. The lead will be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a decrease in impedance with low resistance. Unipolar impedance is higher than bipolar impedance. The lead is still inuse. No patient complications have been reported as a result of this event.